Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the geometry movements were partially unavailable. No further information regarding the issue has been provided. No service has been performed by philips since the duplicate call was logged. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were partially unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.